Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation not reported by site: the instrument was observed to have a lodged foreign material at the tips. The material exhibits a bluish hue. The complaint regarding the broken tip was confirmed by failure analysis. Common causes of frayed - distal instrument grip cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large needle driver instrument was found to have a broken tip. The procedure was completed with no reported injury and the device was not used in the patient. Isi followed up with the initial reporter and obtained the following additional information: the instrument was not inspected before use. The instrument had a broken cable. The procedure was completed with a backup instrument with no delay. No photos of the instrument or a video recording of the procedure are available for review. There was no patient injury.